Event description:
We have received a product report involving a non-(B)(6) product and are sending you the information in accordance with 21 cfr 803.22. Below is a brief description of the information received. It was reported that during procedure, a nurse experienced an electric shock when plugging in a non-(B)(6) monopolar forceps) monopolar device into the adapter in the monopolar 1 receptacle of the generator. The nurse sustained a small burn on their finger. It was further detailed that the surgeon activated the foot pedal while the device was being plugged in. An electrocardiogram was performed for the nurse, with results reported as all clear. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).